Event description:
During the stenting procedure to the left internal carotid artery, the pt's blood flow stopped and developed consciousness disorder. The blood around the target lesion was soon suctioned by an aspiration catheter (eliminate, clinical supply) and the blood flow returned to normal on the day of the procedure. Edaravon was administered to the pt and the pt fully recovered from the symptoms of transient ischemic attack (tia) the following day. There was no cerebral infarction confirmed by magnetic resonance imaging (MRI). According to the physician, the filter basket was clogged with debris, which led to the no flow and this flow anomaly contributed to the tia. The pt has no neurological symptoms and is out of the hosp. The pt was female pt being treated in a study. There was no calcification or vessel tortuousity. The rate of stenosis was 88%. The angioguard and precise were successfully delivered and placed. Pre-dilatation (3mm, 6atm) and post dilatation (4.5mm, 6atm) were performed with balloon catheters (brand unk). It is unk if the precise stent was in place at the time of the adverse event. The exact time of the event is unk. There were no problems encountered with the placement and deployment of the angioguard and precise stent. There were no other noted anomalies.

Manufacturer narrative:
This product is not available for analysis as stated additional info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with mfg report number 1016427-2009-00060.